Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The customer declined troubleshooting for it. The customer also stated that, the sensor had cannot find sensor signal alert. The device is expected to be returned for analysis.